Manufacturer narrative:
A steris account manager was made aware of the event by facility staff on 12/10/2015; however the user facility stated that the event occurred earlier in the year. Steris was not contacted after the reported event occurred. User facility personnel could not provide additional event information to the steris account manager. The user facility stated that the table was removed from service following the reported event. A steris service technician inspected the table and found it to be operating properly. The technician visually inspected the table and articulated the table through all functions; no issues were noted. The table was not returned to service per the user facility's request and was placed back into storage. The surgical table subject of the reported event is not under steris service contract and is serviced and maintained by the user facility. The steris account manger performed in-service training on the proper use and operation of the surgical table.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table tilted without being commanded to do so.